Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to lead was damaged approximately 8 centimeters (cm) past the suture sleeve. A new lead was placed. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Microscopic inspections of the terminal pin assembly and electrode body found insulation is pinched in the kinked area, extended helix and dried body fluid and tissue in the helix housing. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to lead was damaged approximately 8 centimeters (cm) past the suture sleeve. A new lead was placed. No adverse patient effects were reported. The lead was returned for analysis.